Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient recently had open heart surgery and the surgeon had placed a clip on this right atrial (ra) lead, which caused the lead to exhibit high capture thresholds. The physician decided to surgically abandoned this lead and to replace it. No additional adverse patient effects were reported.